Manufacturer narrative:
The manufacturer received additional information on jan. 21, 2019. The following information is included in an updated event description: on (B)(6) 2018 a patient received a perceval pvs23 sutureless aortic valve implant via mini sternotomy. The manufacturer was notified that the physician originally felt the procedure went well but during a review of the eto in the or the echocardiographer saw a central leak of grade 2. After 48 hours they reported the central leak had not changed. The manufacturer followed up with the site and on (B)(6) 2019 was notified that the patient is now doing well and is not scheduled for any reinterventions. No further information was received. The manufacturer was also notified that the device serial number is not available. Based on the information received the event was resolved and there are no serious injuries as a result of the original reported incident. Because the device serial number is not available the device history record cannot be reviewed and no further investigations will be performed. Based on the information received the event was resolved and there are no serious adverse events. Because there are no identified device dysfunctions and the patient is not reported as symptomatic the case is being closed at this time. If additional information is received indicating otherwise the manufacturer will reassess the investigation.

Event description:
On (B)(6), 2018 a patient received a perceval pvs23 sutureless aortic valve implant via mini sternotomy. The manufacturer was notified that the physician originally felt the procedure went well but during a review of the eto in the or the echocardiographer saw a central leak of grade 2. After 48 hours they reported the central leak had not changed. The manufacturer followed up with the site and on (B)(6) 2019 was notified that the patient is now doing well and is not scheduled for any reinterventions. No further information was received.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018 a patient received a percival pvs23 sutureless aortic valve implant via mini sternotomy. The manufacturer was notified that the physician originally felt the procedure went well but during a review of the eto in the or the echocardiographer saw a central leak of grade 2. After 48 hours they reported "central leak is always grade 2". No further information was received.